Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of insulin, and the insulin gauge remained static at 105 units. The customer reported blood glucose level was in the 190's (mg/dl). The customer declined to reload the cartridge and confirmed that the existing cartridge would be used for insulin therapy.